Event description:
Boston scientific received information that upon review of this cardiac resynchronization therapy defibrillator (crt-d) system's stored episodes, noise on both the competitor's right atrial (ra) and boston scientific's right ventricular (rv) leads were noted during one event. The noise resulted in rv oversensing and diverted shock, as well as, rv pacing inhibition with two to three seconds of asystole. Boston scientific technical services (ts) discussed it appeared to be external electromagnetic interference (emi) causing the issue. The patient was contacted by the health care professional (hcp), and the patient could not recall any procedures or tests that occurred around that time and did not report any adverse effects. At this time, no changes have been made and the normal follow-up is planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.